Event description:
It was reported that guidewire fracture occurred. A 182cm j choice guidewire was advanced. However, during the procedure the wire was broke. The broken pieces of the wire was removed from the patient. The procedure was completed. There were no patient complications reported.

Manufacturer narrative:
D4 - has been updated: -model number from 2045 to 2040. -lot number from unknown to 0026947843. -catalog number from 2045 to 2040. -expiration date from unknown to 03/10/2023. -unique identifier (UDI) # from unknown to (B)(4). G1 - has been updated. -MFR site address 1 from ballybrit business park to 302 parkway global park. -MFR site city from galway to la aurora - heredia. -MFR site country from ireland to costa rica. Device evaluated by MFR.:the returned guidewires tip was bent/kink and at the distal end was found stretched and fractured. The distal tip returned in a separate bag. The device was measured in three sections (distal - medium - proximal) and met specification. The overall length could not be performed correctly due to device condition (distal tip stretched and fractured).

Event description:
It was reported that guidewire fracture occurred. A 182cm j choice guidewire was advanced. However, during the procedure the wire was broke. The broken pieces of the wire was removed from the patient. The procedure was completed. There were no patient complications reported.